Event description:
It was reported via repair work order that the bed ground path was compromised due to damaged breaker/fuse. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.